Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter, ink smear and damage with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter, ink smear and damage was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that there were 514 occurrences of foreign matter in get/tube and 1 damaged tube with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x17, damaged tube x1, dirty tube x497.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 514 occurrences of foreign matter in get/tube and 1 damaged tube with a bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x17, damaged tube x1, dirty tube x497.